Manufacturer narrative:
Additional mdrs associated with this event: MDR#: part description: 3025141-2013-00093, locking cortical/cancellous screw. 3025141-2013-00094, locking cortical/cancellous screw. 3025141-2013-00095, locking cortical/cancellous screw. 3025141-2013-00096, locking cortical/cancellous screw. 3025141-2013-00097, locking cortical/cancellous screw. 3025141-2013-00098, locking cortical/cancellous screw. Not returned to manufacturer.

Event description:
Two screws associated with an 8-hole pre-contoured clavicle plate loosened reducing the effectiveness of the implant.